Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. During the in-service on july 17, 2023, the ess observed the customer reprocess the scope with the eto cap attached to the venting connector, a leak test was not done, high level disinfectant was not tested based on third party manufacturer recommendations, and the customer was not following the correct instruction for use (IFU) reprocessing steps including leak testing, flushing, brushing, soaking, and detergent use. Training was provided and the staff was educated on the corrections and proper IFU recommendations. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported the customer reprocessed the visera cysto-nephro videoscope incorrectly. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections e2 and e3 were corrected with information that was inadvertently omitted from the initial report. The "healthcare professional" field was mistakenly populated in section g2 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue was due to not following the instruction manual. Olympus will continue to monitor field performance for this device.